Manufacturer narrative:
The freedom driver was not returned to syncardia for evaluation. The report from the hospital indicates the actions taken to resolve the freedom driver alarm were consistent with the information provided in the freedom driver system guidebook for patients and caregivers which refers to driveline kinks in several places including: glossary: a kink is caused when a drive line is bent resulting in decreased or no air flow through the drive line. Warnings: caution box : failure to adhere to the warnings listed below may cause the freedom driver system to malfunction or not perform the life-sustaining functions as designed. Do not allow the drive lines (or cannulae) to become kinked. If there is a fault alarm, immediately inspect the drive lines for kinks. Precautions and recommendations: caution box failure to adhere to the precautions and recommendations listed below may cause the freedom driver system to malfunction or not perform the life-sustaining functions as designed. A sudden drop in cardiac output may be caused by a kink in the drive lines. Things you should never do: caution box do not kink, twist, step on or place objects on drive lines or cannulae. This may cause loss of air that is necessary to pump your tah-t. Activities that may cause pulling, twisting or kinking of the cannulae or drive lines. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed is evaluation of this complaint and is closing this file. (B)(6).

Event description:
The customer, a syncardia certified hospital, reported that the patient was attempting to reposition herself in bed and the nurse believes that the freedom driver drive lines somehow got kinked. The driver did alarm and the nurse responded to the alarm. When the nurse entered the room she noted that the patient was blueish in color and panicking. The nurse repositioned the patient and placed oxygen on her and she recover and the alarm stopped. The patient remained on oxygen for a short period of time and then was able to be weaned off shortly after the event. The patient has since had no more alarms or events. The customer also reported that the driver showed normal parameters and was not exchanged.